Event description:
The operators, working in pairs, reported that during the transfer of the resident from the bed to the wheelchair, the resident slipped from the sling used with the maxi twin lift and fell to the ground. The patient sustained extensive detachment of a skin flap on the right leg, minor wounds on the right hand, and multiple injuries to the right side of the body and head, including several bruises. The patient was transported to the emergency room and subsequently hospitalized.

Manufacturer narrative:
No UDI information is available; the device was manufactured before UDI implementation. Please note that previous medwatch reports for this product may have been submitted under the following registration numbers: 9611530, 3007420694. Currently, these products are to be handled by arjohuntleigh ab¿s complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Manufacturer narrative:
Based on product knowledge and review of previous complaints, there is no possibility of a person sliding out of the sling during on-label use of the device. During the investigation, it was established that the sling may have been installed in a completely inverted position (upside down). Due to the asymmetrical design of the sling, inverting it can lead to improper body support, the patient¿s weight may not be evenly distributed, and the sling may not provide adequate stabilization. The passive clip slings instructions for use (IFU, 04.sc.00_7en from jun 2022) provides comprehensive guidelines on how to correctly apply the sling, complemented by graphical illustrations for further clarification. There is included information to make sure that the ¿sling is centred and flat without creases, sling's head support covers the neck/head area, sling pieces are not twisted underneath the patient and, if a sling with commode is being used, make sure the hole is positioned correctly.¿ sum up, the incorrect sling application seems to be the most probable root cause. No deficiencies were identified in the lift or sling; both met their specifications. They were used as a system for patient transfer and therefore played a role in the incident. This complaint decided to be reportable due to the patient¿s fall.